Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was difficult to remove with a bd vacutainer® sst¿ blood collection tubes. This occurred on 100 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: analysis was unable to remove the shield of sst tubes from lot 9263352 only, even using the opener (opening defect).

Event description:
It was reported that the stopper was difficult to remove with a bd vacutainer® sst¿ blood collection tubes. This occurred on 100 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: analysis was unable to remove the shield of sst tubes from lot 9263352 only, even using the opener (opening defect).

Manufacturer narrative:
H6. Investigation: bd received 20 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for difficulty to remove caps with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h10.